Event description:
Hamilton medical ag received the following event description: during ventilation, tf:5502 occurred and ventilation stopped intermittently. The device was replaced with another one. No harm to the patient was reported. Based on the logfiles analysis, it could be observed that technical fault 5502 occurred during ventilation; however, no ambient state was visible. Please see below an extract from the logfiles. (B)(6) 2025, 02:44:11 ets 25 % setting 319, (B)(6) 2025, 02:43:55 low tidal volume alarms 4005, (B)(6) 2025, 02:43:53 audio paused off special 517, (B)(6) 2025 ,02:43:53 tf : 5502 tech fault 5502, (B)(6) 2025, 02:43:38 disconnection on patient side alarms 5010, (B)(6) 2025, 02:43:35 ets 25 % setting 319, (B)(6) 2025, 02:43:06 low minute volume alarms 5006, (B)(6) 2025, 02:43:03 low tidal volume alarms 4005, (B)(6) 2025, 02:43:00 audio paused off special 517, (B)(6) 2025, 02:43:00 audio paused off special 517, (B)(6) 2025, 02:43:00 tf : 5502 tech fault 5502, (B)(6) 2025, 02:42:55 audio paused on special 516, (B)(6) 2025 ,02:42:50 low minute volume alarms 5006, (B)(6) 2025, 02:42:49 ets 25 % setting 319, (B)(6) 2025, 02:42:48 low tidal volume alarms 4005, (B)(6) 2025 ,02:42:46 audio paused off special 517, (B)(6) 2025, 02:42:46 tf : 5502 tech fault 5502, (B)(6) 2025, 02:42:30 low tidal volume alarms 4005, (B)(6) 2025, 02:42:29 ets 25 % setting 319, (B)(6) 2025, 02:42:27 audio paused off special 517, (B)(6) 2025, 02:42:27 tf : 5502 tech fault 5502, (B)(6) 2025, 02:42:17 ets 25 % setting 319, (B)(6) 2025, 02:42:15 audio paused off special 517, (B)(6) 2025, 02:42:14 low minute volume alarms 5006.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. It was reported that during ventilation, tf:5502 occurred and ventilation stopped intermittently. The device was replaced with another one. No harm to the patient was reported. Based on the logfiles analysis, it could be observed that technical fault 5502 occurred during ventilation; however, no ambient state was visible. Additional alarms such as low tidal volume and patient disconnection were recorded during the same timeframe. Please see below an extract from the logfiles. (B)(6) 2025 02:44:11 ets 25 % setting 319 (B)(6) 2025 02:43:55 low tidal volume alarms 4005 (B)(6) 2025 02:43:53 audio paused off special 517 (B)(6) 2025 02:43:53 tf : 5502 tech fault 5502 (B)(6) 2025 02:43:38 disconnection on patient side alarms 5010 (B)(6) 2025 02:43:35 ets 25 % setting 319 (B)(6) 2025 02:43:06 low minute volume alarms 5006 (B)(6) 2025 02:43:03 low tidal volume alarms 4005 (B)(6) 2025 02:43:00 audio paused off special 517 (B)(6) 2025 02:43:00 audio paused off special 517 (B)(6) 2025 02:43:00 tf : 5502 tech fault 5502 (B)(6) 202502:42:55 audio paused on special 516 (B)(6) 2025 02:42:50 low minute volume alarms 5006 (B)(6) 2025 02:42:49 ets 25 % setting 319 (B)(6) 2025 02:42:48 low tidal volume alarms 4005 (B)(6) 2025 02:42:46 audio paused off special 517 (B)(6) 2025 02:42:46 tf : 5502 tech fault 5502 (B)(6) 2025 02:42:30 low tidal volume alarms 4005 (B)(6) 2025 02:42:29 ets 25 % setting 319 (B)(6) 2025 02:42:27 audio paused off special according to the service manual for hamilton-g5, tf5502 indicates that the power supply signal is out of range (-15/ +15v ± 10%) for 1 second based on logfile analysis and partner feedback, the most probable root cause is a defective power supply causing unstable voltage delivery. Due to the advanced age of the device, the customer decided not to proceed with repair and has taken the unit out of service.